Event description:
It was reported that bruises and swelling of the cardiac resynchronization therapy defibrillator (crt-d) site were observed. Several months later, the device evaluation revealed a pocket infection. It was also noted that the left ventricular (lv) lead exhibited a threshold increase. The crt-d system was removed. During the system explant, the right ventricular (rv) lead was torn and fractured. Medication was provided to the patient. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6944-65 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.